Event description:
The complainant reported that an impella cp pump was dislodged while the patient was awaiting transport. Upon successful transfer, the pump was removed. The patient was subsequently assessed for impella 5.5 implant in response to the pump removal. There was no noted patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.